Event description:
It was reported that stored egms showed non-sustained lead noise. Interrogation revealed no noise was evident. One instance of inappropriate auto mode switching was also observed on the stored egms. It is suspected t hat the non- sustained lead noise episodes were caused by an abnormal rhythm, and the auto mode switching episode was caused by oversensing of far field r-waves. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.